Event description:
Caller states during a correlation study the following results were obtained: patient #1: 3.2 inr on coaguchek xs and 2.3 inr on coaguchek s; patient #2: 2.3 inr coaguchek xs and 1.88 inr on a comparison lab. Medication adjusted based on device results. No adverse event reported. Requested return of the suspect system and a replacement sent.

Manufacturer narrative:
This medwatch is for the suspect device in coaguchek xs system. For patient 1 reference medwatch with (B)(4) for suspect device in coaguchek s system. Patient 2: atrial fibrillation. No other information provided.